Manufacturer narrative:
The calcium gen.2 reagent lot number is 858783, and the expiration date is 31-may-2026. The calibration and qc were acceptable before the event. The alarm trace had an abnormal aspiration alarm. A field service engineer (fse) determined that there were issues with the fluidic system and seals, and preventative maintenance and decontamination were performed. Qc was run successfully, and the instrument check passed. The customer had another issue, and another service visit was needed. The fse discovered that the vacuum tubing on the rinse unit was cracked. The fse replaced the gear pump head and degasser, removed the damaged tubing, and replaced it. They performed mechanism checks and air purges. A precision check and qc were completed and passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module. The initial result was 0.7 mmol/l, and the repeat result from another analyzer was 1.5 mmol/l. The repeat result was deemed to be correct. The initial result was repeated because the technician noticed the low result, and it was not released outside of the laboratory.